Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the roller pump occlusion to be stuck. The dowel rod was observed to be deeper than typical but was not sheared and had no effect on the occlusion. The pst had to partially disassemble the roller pump occlusion knob to restore occlusion function. The service repair technician (srt) replaced the tube clamp assembly and performed preventative maintenance activities. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the user was tightening the occlusion knob and the dowel pin of the roller pump tongue popped out and may have sheered. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.